Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The image processing computer needs to be replaced. No conclusion can be drawn since there is no other service info available.

Event description:
The customer reported that the 7900 system intermittently won't boot up, and the laser aim was broken. No pt injury was reported.